Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found to deliver within specification during flow testing. The reported condition was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during patient infusion of levophed with a spectrum iq pump, the patient experienced ¿suboptimal¿ blood pressure of 80/35 ¿tam' 50¿. It was reported the solution did not flow even though the flow rate was set at 65ml/hr. And after the intravenous set was disconnected there was no flow observed. The spectrum pump was changed, and the blood pressure went ¿back to targeted value¿. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.